Event description:
The customer's mother reported via phone call that the insulin pump alarmed, indicating that the serial peripheral interface to the motor programmable integrated circuit experienced a communication error. The customer's blood glucose was 235 mg/dl. The caller stated that they used the esc and act keys to clear the alarm, but the alarm recurred, and they were unable to clear it. The customer's mother also reported that the insulin pump alarmed off no power without a low battery warning prior. The caller noted that there had been unattended alarms and was advised to replace the battery. The alarms recurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with constant alarms, indicating a serial peripheral interface to motor programmable integrated circuit communication error, followed by an unexpected off no power alarm due to the poor solder joint at a component on mother board. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads.